Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while sleeping. Customer does not recall any significant events leading to the error. Customer's blood glucose was 385 mg/dl at the time of incident. Troubleshooting was done for button error but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump was received with no button response on the esc and act button due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to the unresponsive keypad. The pump had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.